Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8780 lot# implanted: explanted: product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patient had shown signs of withdrawal. The patient was scheduled for a dye study that was aborted because they couldn't get the dye into the catheter. The patient reported their healthcare provider (hcp) was trying to find if there was a kink/tear in the catheter. The patient reported the hcp had been down dosing the medication to minimal rate. The patient stated with each down dosing the spasticity in their toes had become "really, really angry." The patient reported "they had gotten them down to 3 and then bumped the medication to 35." No further complications were anticipated/reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen with an unknown dose and concentration via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported the patient stated they had 2 episodes of extreme itching, increase in spasticity, and tingling sensation. The patient noted the healthcare professional (hcp) was going to run a catheter test on them. The patient wanted guidance on what to do next, before calling hcp. It was reviewed to follow up with hcp. The patient noted their book said to call with any device concerns, but was reviewed they are reporting medical concerns. The patient inquired about if they were to get an x-ray. When asked about drug information the patient stated "right at 120mg." Event date was noted as (B)(6) 2017 (about 3 weeks ago). No further complications were reported/anticipated. Additional information was received from a healthcare provider (hcp). It was reported that the hcp plans to do a catheter dye study and a CT scan to rule out a catheter issue. It was reported that the date of the diagnostics has not been scheduled as the patient is waiting for insurance to authorize the diagnostics. The patient was being manager with oral baclofen and it was reported the symptoms have not resolved and are intermittently ongoing. The patient's weight was unknown. No further complications were anticipated/reported. Additional information was received from a healthcare professional (hcp). It was reported the patient complained of two episodes of intense itching. A dye study was attempted on (B)(6) 2017 but the hcp wasn't able to aspirate from the catheter. It was reported the patient was exploring other options such as botox as the intrathecal baclofen dose was weaned down. It was reported the patient would have to decide if they would proceed with a revision/exploration after the patient sees the results of the botox injection. It was reported the patient was taking oral baclofen for itching. It was reported that the itching had resolved but the increase in spasms continued. The patient's weight was unknown. No further complications were anticipated/reported.